Event description:
(B)(4). First of 6 utis diagnosed. The utis were not completely eradicated, and eventually built up to a kidney infection, with sepsis. Continued kidney pain, and need to test blood and urine each week. Also, all over body pain and inflammation, dizziness, unexplained fevers, and hot flashes.